Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7071008.

Event description:
It was reported that the patient had a lead fracture.

Event description:
It was reported that the patient had a lead fracture. Additional information was received that the leads also had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.